Event description:
It was reported that a patient freeze burn occurred. An iceforce 2.1 cx 90 degree needle was selected for a cryoablation procedure to treat a desmoid tumor. During the freeze cycle, however, after four minutes of monitoring and an ultrasound scan, it was noticed that the frosted part of the tubing was contacting the patient skin. A sterile towel was placed between the tubing and the skin, and the procedure was continued. Saline was applied to the area throughout the procedure. The procedure was completed successfully with the original device. After the procedure, staff treated the affected area on the patient skin like a burn and draped and wrapped the arm. The patient was expected to fully recover.